Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too deep in the annulus. While the valve was still attached to the delivery catheter system, an attempted was made to re-position the valve higher in the annulus, but was not successful. A second transcatheter bioprosthetic valve was implanted successfully valve-in-valve. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).